Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced episodes of hyperglycemia while using the ilet, prompting a request for clinical support and additional training. Symptoms included elevated blood glucose values consistent with hyperglycemia. Outcomes included user inconvenience requiring troubleshooting and education, without alarms or hospitalization. Investigation included clinical troubleshooting and user education conducted by clinical support staff. Investigation of this case revealed no device malfunction or alarm activity, and the issue remained cause unclear after clinical review and training intervention. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.